Event description:
During a surgery in or #1, the nurse was positioning the lighthead into place when one arm of the surgical light sys collided with the suspension axel, resulting in one bumper coming off and falling into the sterile field. The hosp did not report any injuries.